Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results as inconclusive as the exact cause is unknown. However, it could be related to patient factor and/or procedure related factors related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate from canada. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position. During the procedure, the 26mm sapien 3 ultra was successfully implanted with 1cc less than nominal volume. Post implant aortic angiography showed an implanted valve, no pvl, and an intravalvular gradient of less than 10mmhg. However the valve did not appear completely deployed, with stent frame deformation (slight hour glass shape). The decision was made to add 1cc fluid adjustment to the delivery system to attain nominal inflation volume to attempt to correct the stent frame deformation. The sapien 3 ultra valve was post dilated now at nominal inflation volume. Immediately following post dilatation, the patient became severely hypotensive, and bradycardic. An acute aortic annular rupture was suspected, CPR was performed unsuccessfully, and the patient expired.